Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed a "f0a0, f009, f133 and f233" error message displayed. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.